Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6).

Event description:
It was reported that ventilator generated technical error indicating turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).